Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced a leaking cartridge that had been pre-filled and stored in the refrigerator. Guidance was provided to fill cartridges as they are needed or, if pre-filled, to warm them in the palm of the hand before inserting them into the device. The patient reported that insulin delivery was still occurring and blood glucose levels were stabilizing. Upon returning home and accessing supplies, the patient completed a full supply change with assistance, and insulin delivery was successfully resumed. The lot number of the cartridge was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.